Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was pulled in a distal direction approximately 15 mm from the distal end of the proximal markerband. This caused the stent to move distally covering the distal markerband and part of the bumper tip. Stent damage was more prominent on the proximal and on the distal end of the stent. Stent damage most likely occurred during advancing and withdrawal attempts. The tip was visually and microscopically examined and was found to be stretched. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the extrusion shaft was damaged and stretched from the guidewire entrance port to the proximal markerband with the length of damage approximately 289 mm. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 09-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 4.00x28mm promus element¿ plus drug-eluting stent was advanced but encountered resistance at the guiding catheter and failed to cross the aorta. No patient complications were reported. However, returned device analysis revealed stent damage and stent moved on balloon.